Manufacturer narrative:
Pump failed to prime properly after rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to early priming. The pump passed the self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed 13 no delivery alarms on the event date of 01/17/2023 at 11:32:09.000 during bolus, and at 11:36:37.000, 11:37:03.000, 11:37:37.000, 11:37:56.000, 11:41:57.000, 11:42:20.000, 11:42:54.000, 11:43:17.000, 11:43:38.000, 11:45:31.000, 12:01:39.000, 12:02:08.000, all during priming. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. No delivery/occlusion alarm during therapy and prime/fill anomaly were confirmed during testing due to moisture damage on the force sensor. Moisture damage was confirmed found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow blocked alarm on the insulin pump after the insulin pump was dropped on the floor. No harm requiring medical intervention was reported. Troubleshooting was performed but the insulin not exited during fill tubing. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.